Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the stay safe pin connector on the cycler set during dwell 5 of pd treatment. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak is an unspecified loose connection to the cycler set. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies, however, they indicated they would not. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that the treatment was not completed. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.